Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 48, 97 mg/dl (first set) and 18, 87 mg/dl (second set). Tests were done within 10 minutes with a difference of 43 mg/dl (first set) and 61 mg/dl (second set). Patient did not experience any adverse events. No further information has been reported.